Manufacturer narrative:
Batch review performed on 26 july 2018: lot 163077: 25 items manufactured and released on 04 august 2016. Expiration date: 2021-07-21. No anomalies found related to the issue. To date, 18 items of the same lot have been already sold without any similar reported event.

Event description:
On jul 6, 2018 we were informed that the patient came in due to signs of infection 1 year and 5 months after primary. The pathogen is unknown. On (B)(6) 2018 the surgeon performed an I&d and swapped the poly. The surgery was completed successfully.